Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported the customer received an unspecified low sensor scan as compared to a built-in meter. The customer experienced symptoms of nausea, seizure, and a loss of consciousness. The customer had contact with an emergency doctor who administered insulin injection (type/dose unknown) as a treatment for the diagnosis of hyperglycemia. Additionally, a reading comparison of 123 mg/dl from sensor against built-in meter result of 293 mg/dl was reported. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. And a valid serial number has not been provided. Extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed, that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed, no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint. And fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed. And a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined, that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A low readings issue was reported, with the use of the adc freestyle libre 2 sensor. A caller reported, the customer received an unspecified low sensor scan as compared to a built-in meter. The customer experienced symptoms of nausea, seizure, and a loss of consciousness. The customer had contact with an emergency doctor who administered insulin injection (type/dose unknown) as a treatment for the diagnosis of hyperglycemia. Additionally, a reading comparison of 123 mg/dl from sensor against built-in meter result of 293 mg/dl was reported. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.